Manufacturer narrative:
Concomitant products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# j0417753v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted past the use by date (ubd). There were no additional issues reported at the time of report. A supplemental report will be filed if additional information is received.